Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that yesterday (B)(6) 2024 they were running and "all of a sudden" they felt a sharp pain and it seemed like the "needle came off of the device" because it was poking their back when they were driving or when they moved. Patient stated it was a sharp poke on their back and that it was getting worse. Patient stated they called their health care provider (hcp) and the hcp was able to get them in for an appointment tomorrow (2024-sep-05) but the health care provider (hcp) told them to call in the meantime and that they would know what to do. Patient services reviewed the role of patient services with the patient and reviewed with the patient that they were doing the right thing with following up with their health care provider (hcp) tomorrow to have the implanted system checked but they could walk the patient through connecting to check the settings and turn the therapy off in the meantime. Patient stated they were currently at work and didn't have their external devices with them. They stated the pain was getting worse and if they could no longer take the pain they would go to the emergency room but in the meantime, the patient stated they would go home to get their external devices and call back for assistance in turning the therapy off. On 2024-sep-04 the patient called back repeating information regarding their concerns that the device has moved and the pain they are experiencing. Reviewed option for hcp to request technical support from mdt rep..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.